Event description:
It was reported that the patient sought medical attention at the emergency room on (b)(6)2026 with hyperglycemia. The patient¿s blood glucose levels rose to 400 mg/dL while wearing the Pod between 37 and 48 hours. Reported symptoms include thirst and fatigue. It was also reported that the infusion site (leg) appeared red and painful with ¿some kind of white spot¿ when the Pod was removed, the patient believed this to indicate an infection however it was not reported that this was confirmed or treated during their hospital visit. The patient was treated with 3 U of insulin administered manually by the doctor. The patient was released 3 hours after arriving at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.